Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensed noise in the right ventricular (rv) and shock channels. Technical services (ts) was consulted, and upon review of the available information, the oversensing was confirmed. It was stated that the suspected root cause was a possible fracture of a non boston scientific rv lead. Because this ICD was recently implanted, the rv lead was suspected to had been affected during the procedure; however, this was not confirmed. Further evaluation and testing were recommended to assess the lead integrity. The ICD remains in service. No adverse patient effects have been reported.